Event description:
It was reported to teleflex by clinical staff at the hospital that: "left main into ostial lad perforation following ptca balloon inflation wide open (presumably ellis-grade-3) coronary perforation developing during pci - balloon tamponade initially with 3.50 mm nc balloon then swapped for 3.50 mm ringer to enable perfusion that provided seal with no ongoing extravasation. Pericardium drained percutaneously and percutaneous lvad placed, and second access gained to allow dual guide catheters (ping-pong technique). Ringer left up for 30 minutes, deflated, then reinflated in-situ due to continued wide open perf (drained pericardium again)- guidewire placed via second guide catheter through center of ringer with intent to deliver papyrus through ringer - determined it was best to remove ringer first and then follow with papyrus due to severe tortuosity of the mid to distal lad and concerns about being able to deliver papyrus beyond the inflated ringer. Ringer deflated for approximately 20-30 seconds before an attempt was made to pull it back into the original guide catheter - resistance was felt, followed by the ringer balloon shaft separating approximately 25 cm proximal to its distal tip, adjacent to where the proximal rx wire exit port is located. This left the ringer balloon sitting in the left main. Physician tried to put a balloon through the ringer to try and pull the separated ringer fragment back without success. Physician then brought another wire and delivered it next to the ringer along with a 2.50 mm diameter ptca balloon which was then inflated to drag back the embolized ringer fragment into the original guide catheter- it took approximately 8-10 minutes to remove the ringer segment before treatment could be initiated. Ultimately no fragments of balloon or catheter were left in the vessel- then went back with new equipment and a 3.50 mm x 26 mm papyrus was delivered and deployed. A second 3.50 mm x 15 mm papyrus was placed to achieve a complete seal of the vessel- the patient was intubated and put on ECMO. The patient did end up passing away 3 days later. Cause of death was the result of the perforation which then led to additional issues post procedure. The physician who attended the incident stated that the device did not contribute to the patient's death."

Manufacturer narrative:
(B)(4). Other remarks: corrected data.